Event description:
It was reported by service report that the motor controls locked out leaving the bed stuck in an elevated position. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler angle sensor.